Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours. The patient received an occlusion alarm and noticed irritation at infusion site (abdomen). The patient was then taken to the emergency room. At the hospital, the doctors lanced the infection. The patient was prescribed antibiotics. The patient was released a couple of hours later and the pod was removed at the hospital.